Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. It was noted the pulse generator exhibited multiple high ventricular rate ¿ hvr episodes caused by oversensing of noise. The device was reprogrammed. The patient was in stable condition, there were no adverse event.